Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the proglide instructions for use states: ¿continue to advance the device just until brisk pulsatile flow of blood is evident from the marker lumen. Do not deploy the foot unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral vein via 11fr sheath using the preclose technique prior to an ablation procedure. Reportedly, the foot of the proglide device was deployed prior to confirmation of back-flow and a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.